Event description:
It was reported to philips that the device's co2 pump failed during calibration. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.